Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the vns patient passed away. No known causes or relationship to vns was provided from the office. No additional information has been received to date.